Event description:
A report was received that the during a lead revision the physician repositioned the patient's ipg more lateral on her hip due to charging difficulties. The database of the ipg was analyzed and no anomalies were found. The patient was reportedly doing well following the procedure.